Event description:
The reporter stated that she got the er1 message once when she didn't apply enough sample of blood. She stated that she inserted the strip within 2 mins with the blood on the correct side of the strip. She did not compare the back of the strip with the bottle's color chart. She had no adverse reaction from any medication she took nor did she seek medical advice or treatment.